Event description:
It was reported that during an atherotomy procedure, one of the blades on the 2cm peripheral cutting balloon was noted to be partially lifted from the balloon surface. The lesion was located in the right renal artery. The blade remained attached to the balloon. The device was removed with no complications, and the procedure was completed successfully with this device with good results. Pt status was reported as 'okay.'